Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had moisture damage on the insulin pump. The customer's blood glucose level is 234 mg/dl. Customer state the insulin pump fell in the pool. Troubleshooting was performed and the issuer was resolved by completing a set change. No further information was provided.

Manufacturer narrative:
The insulin pump was received with moisture damaged electronic assembly. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.